Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge mr balloon catheter. The device was microscopically and visually examined. There were numerous kinks in the hypotube. There was contrast in the inflation lumen. The balloon has contrast present and is loosely folded. The balloon has a 11mm longitudinal tear 1mm distal to proximal waist/cone transition. The device also has tip damage. Product analysis confirmed the reported event, as the balloon had a longitudinal tear.

Event description:
It was reported that balloon rupture occurred. A 2.00mm x 12mm emerge balloon catheter was advanced for dilatation. However, during inflation at 3 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with a different device. There were no patient complications nor injuries reported.

Event description:
It was reported that balloon rupture occurred. A 2.00mm x 12mm emerge balloon catheter was advanced for dilatation. However, during inflation at 3 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with a different device. There were no patient complications nor injuries reported.